Event description:
A (B)(6) woman admitted for total hip arthroplasty. In surgery, during the process of inserting a screw into the acetabular shell, the head of the screw driver broke off into the screw. The break-off was flush with the screw head, making it impossible to remove. The tip of the screwdriver was left in place in the pt. We have contacted the stryker corp to report the issue. There were no adverse pt outcomes and there are no plans for removal. Event abated after use stopped or dose reduced: no.